Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of over 600 mg/dl. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Reportedly, due to the elevated bg, the customer experienced vomiting and shortness of breath. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ h3 other text : device not returned.